Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the device evaluation at the manufacturer's service center, a "ventilator inoperative" alarm occurred. It was impossible to operate the device when the power was turned on to perform operational checking. Since the reported issue had reportedly occurred during the software version upgrading, the software version was upgraded and completed properly.